Manufacturer narrative:
Clinical sensitivity testing was performed using an in-house retained kit of architect (B)(4)-igm assay lot 57601li00 tested against a commercially available seroconversion panel (no returns were available from the customer site). All specifications were met demonstrating the acceptable performance of this reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(4)-igm assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list number 06c30, that has a similar product distributed in the us, list number 06l21.

Event description:
The customer reports that one patient sample generated an initial architect havab igm assay result of (B)(6). The sample retested at (B)(6). The sample was then tested a third time and generated a (B)(6). The customer believes the result of (B)(6) result. No suspect results were reported from the lab with no reported patient impact.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.